Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-aug-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device in this incident, it was determined that half height drawer keeps failing. A field service engineer (fse) found that the latch solenoid plunger spring had broken. Then fse replaced the spring. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, half height drawer keeps failing. Customer tried to recover the drawer, but issue doesn't resolve. The customer stated that this malfunction occurred while dispensing medication to patients however, the user managed to retrieve the medication from another station, resulting a delay. However, there were no adverse events or injuries reported based on this event.